Event description:
Ous MDR - this device was explanted and replaced after it went into back-up mode. Patient has av-block 3.

Manufacturer narrative:
The device was received and analyzed. Prior to the pacemaker analysis, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The device was interrogated and the pacemakers memory content was inspected. The inspection confirmed the clinical observation. On (B)(6) 2017 the safety backup mode was activated as a result of the detection of invalid memory content. The device has been successfully reinitialized on (B)(6) 2017. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after the manual correction of the invalid memory areas, the ram application was operating as expected. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.